Event description:
The customer reported a leak from a coulter lh 780 hematology analyzer that occurred during instrument startup. The leak was not contained to the instrument. The operator was wearing gloves, lab coat, and eyeglasses when the leak was found. There were no reports of biohazard exposure to mucous membranes or open wounds. There were no erroneous results generated and there was no death, injury, or change to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a plugged port in the differential waste chamber; the port supplies pressure to the differential waste chamber; as a result of the plug, the chamber was not draining properly. The fse removed the plug from the port to resolve the leak. (B)(4).